Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18 may 2024, it was reported an alarm 2 followed by alarm 26 and the blockage is located at the site. The symptoms were noticed 3 or more hours after insertion and the set was inserted on abdomen. The patient had high blood glucose 400mg/dl and was treated with correction injection via mdi. No further information available.